Manufacturer narrative:
Plant investigation: the complaint sample was not available for evaluation and no meaningful pictures were provided. Therefore, further analysis could not be performed. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. A review of the device history record (DHR) was performed, and all product was found to be conforming to specifications. No indication for any relationship with the reported failure mode was found during the review.

Event description:
It was reported that ¿in the last week and over the weekend, filter was clogging repeatedly in one and the same patient when using the treatment kit of the mentioned batch. An intermediate treatment of the same patient with a multifiltrate-classic and another filter batch did not show the problem" [sic]. The reported event resulted in 500ml or less of blood loss. The sample was not available to be returned for evaluation. Multiple attempts were made to obtain additional information and to clarify the event(s) as reported. Thus far, no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that ¿in the last week and over the weekend, filter was clogging repeatedly in one and the same patient when using the treatment kit of the mentioned batch. An intermediate treatment of the same patient with a multifiltrate-classic and another filter batch did not show the problem" [sic]. The reported event resulted in 500ml or less of blood loss. The sample was not available to be returned for evaluation. Multiple attempts were made to obtain additional information and to clarify the event(s) as reported. Thus far, no further details have been provided.